Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.

Event description:
It was reported that an occlusion alarm occurred and pump unexpectedly reset. After loading multiple cartridges, customer received pump notification that a new cartridge was needed. Customer received a minimum fill notification after 150 units of insulin was loaded. Customer added more insulin and load process was successful. Insulin delivery was resumed. Customer's blood glucose was 225 mg/dl.